Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and ams elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(4) 2011 and mesh was implanted. It was reported that the patient underwent mesh vaginal wall revision, excision of vaginal mesh, and bilateral trigger point injection on (B)(4) 2014 due to pelvic pain and mesh exposure. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, frequency, urge incontinence, stress incontinence, hematuria, urinary urgency and urinary hesitancy. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele and slight apical prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that the patient underwent excision of mesh from the vagina, vaginal wall closure and cystoscopy on (B)(6) 2012 due to mesh extrusion. (B)(4).